Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrode #12 connectivity issues and high impedances. It was discovered when checking impedances and connectivity during device follow up. Patient already programmed not using this electrode. The issue is not resolved. The patient is alive with no injury. It was later reported that impedances were greater than 10,000 ohms. The patient was getting good coverage after programming.